Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 3.6, 3.6, lab: 2.5, 2.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: 1) inratio: 3.6, ref: 2.5, mean: 3.05, confidence limits: 1.8-4.2; 2) 3.6, 2.7, 3.15, 1.9-4.6. Per event details, time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. Customer has antiphospholipid syndrome and has also been on lovenox. The mean of the inratio meter and comparative and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of today, no product is returned. Product will be investigated when it is returned. No corrective action required at this time as no product deficiency was established.